Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed. Approximately six months post-procedure, the patient returned with vaginal discharge and vaginal dehiscence of the sling material. Premarin was prescribed for one month. The patient was reassessed and most of the eroded graft had heeled. Post treatment, additional stitches were placed to close the exposed portion of the graft. To date, no further treatment has been administered. No furhter info regarding circumstances surrounding this event is available. The device remains implanted in the patient. Therefore, no failure analysis will be performed. Co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion."